Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2008. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal discomfort ("vaginal discomfort"), dyspareunia ("pain during intercourse"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, abdominal pain, back pain, vulvovaginal discomfort and dyspareunia had resolved, the mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder and pain in extremity outcome was unknown and the vaginal discharge and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the (B)(6), 2017 surgery. Date(s) of insertion: (B)(6) 2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain') and genital haemorrhage ('heavy bleeding') in a 39-year-old female patient who had essure (batch no. 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) from 2006 to 2008. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), vulvovaginal mycotic infection ("yeast infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal discomfort ("vaginal discomfort"), dyspareunia ("pain during intercourse"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vulvovaginal mycotic infection, abdominal pain, back pain, vulvovaginal discomfort and dyspareunia had resolved, the mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder and pain in extremity outcome was unknown and the vaginal discharge and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dyspareunia, genital haemorrhage, menorrhagia, mood swings, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vulvovaginal discomfort and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the (B)(6) 2017 surgery. Date(s) of insertion: (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2019: pfs was received. Event device monitoring procedure not performed was added. Event onset dates were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a 39-year-old female patient who had essure (batch no. 20205262, 20205262) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone (depo provera) from 2006 to 2008. In october 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal discomfort ("vaginal discomfort"), dyspareunia ("pain during intercourse"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), vaginal discharge ("vaginal discharge"), pain in extremity ("leg pain") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, fungal infection, abdominal pain, back pain, vulvovaginal discomfort and dyspareunia had resolved, the mood swings, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, bladder disorder, urinary tract disorder and pain in extremity outcome was unknown and the vaginal discharge and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, cystitis, dyspareunia, fungal infection, genital haemorrhage, menorrhagia, mood swings, pain in extremity, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal discomfort to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the (B)(6) 2017 surgery. Date(s) of insertion: oct-2009, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 18.8 kg/sqm. Most recent follow-up information incorporated above includes: on 7-aug-2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drug and evnts: hormonal changes describe: mood swings, abnormal bleeding (vaginal), menorrhagia, bladder infection, urinary tract infection, bladder or urinary problems or changes, bladder or urinary problems or changes, vaginal discharge, leg pain, lower abdominal pain were added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), fungal infection ("yeast infections"), abdominal pain ("abdominal pain"), back pain ("back pain"), vulvovaginal discomfort ("vaginal discomfort") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6). At the time of the report, the pelvic pain, genital haemorrhage, fungal infection, abdominal pain, back pain, vulvovaginal discomfort and dyspareunia had resolved. The reporter considered abdominal pain, back pain, dyspareunia, fungal infection, genital haemorrhage, pelvic pain and vulvovaginal discomfort to be related to essure. The reporter commented: plaintiff symptoms substantially resolved after the (B)(6) surgery. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.